Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they experienced high blood glucose level and the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 500 mg/dl at the time of the incident and he treated it with manual injections. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor position encoder error alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).